Event description:
Patient reported "I had the diagnosis that my implants are rotated." Patient later reported implant rupture. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.